Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station was offline and displaying a password screen due to component. Field service engineer reseated hard drive cable to resolve the issue. The system functioned as intended after the field service engineer serviced the device.

Event description:
It was reported by the customer that a pyxis medstation es system station was offline and displaying a password screen, resulting in a delay in the medication dispensing process. There were no adverse events or injuries reported based on this event.